Manufacturer narrative:
The customer reported that characters were deleted from a patient report where data was copied from a pdf file; the issue caused the deletion of a hyphen that changed the way data is represented in the report. A patient received unnecessary radiation exposure as a result of this issue. Investigation of the issue found that pdf documents are being created with the intellibridge enterprise (ibe) pdp creator. Subsequently parts of the findings document were copied and then pasted into a different document by a user. After pasting, the character may be not be reproduced. E.g. Tricuspid insufficiency grade 1-11 is being copied, and after pasting triscuspid insufficiency iii is indicated. The workflow described takes part of clinical data out of control of the philips healthcare software or devices. Further the workflow being used by this customer takes parts of findings out of the context of the clinical report. With .pdf files created through iscv (intellispace cardiovascular) the reported issue does not occur. The customer that reported the issue is using iscv to create reports, there is no indication that incorrect data is contained, indicated or generated through iscv. The user is responsible for the correct use of clinical results in or out of context. There was no product malfunction.

Event description:
It was reported users misinterpreted of a patient data file due to a change in information after the pdf was copied . The initial patient data was "tricuspid insufficiency grade 1-11 after the pdf was copied the data was then" triscuspid insufficiency iii ." Patient injury was reported, the patient received excessive radiation during a CT scan.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported users misinterpreted of a patient data file due to a change in information after the pdf was copied . The initial patient data was "tricuspid insufficiency grade 1-11 after the pdf was copied the data was then" triscuspid insufficiency iii ." Patient injury was reported.